Event description:
It was reported that during a single level kyphoplasty procedure, the balloon was deflated, but the physician was unable to remove it from the vertebral body. The physician had to pull on the balloon which caused the tubing to break apart causing the radiopaque dots to stay in the pt. After removing the cannula and applying some force, the physician was able to remove everything from the pt with no complications reported. No further info was provided.

Manufacturer narrative:
F/u conversation with company rep. Conclusion: the visual review does indicate that the catheter outer shaft has been torn and broken away from the balloon. Also the inner shaft has been stretched significantly and has been torn off prior to where the two marker bands would have been located. There is no balloon attached to the catheter. Based on the above visuals, it may be assumed that the balloon was unable to be removed through the cannula and after pulling on the catheter, both inner and outer shafts broke off proximal to the balloon, and the balloon has been disconnected from the catheter. The balloon being torn off from the rest of the catheter could have been caused by the balloon getting snagged on a sharp bone shard, or the balloon was unable to deflate completely causing it to not thread through the cannula.